Event description:
On (B)(6) 2019, mpxr 668751 (hcp, rep): information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient could not feel stimulation. An impedance test was run at multiple amplitudes, and all contacts came back as bad impedance. It was noted that they had to re-open the pocket and replace the battery as the lead had never set in the header and had pulled out of the battery. It was noted that the issue was resolved after replacing the battery. No further patient complications are anticipated or expected as a result of this event. (B)(6) 2019 _e1, _e2, image, rp (rep): follow up information received from the manufacturer¿s representative reported that, as a further clarification of all contacts came back as bad impedances, they were using the smart programmer and they were all ¿yellowed out¿, so the impedance check was re-run multiple times. They did not check each individual contact. Regarding the lead pulled out of the battery, the representative stated that it was assumed it happened while in the patient. The cause of the lead never setting into the header was no determined but it seemed like the set screw did not reach the lead. There were no further complications reported or anticipated.

Manufacturer narrative:
H3: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient could not feel stimulation. An impedance test was run at multiple amplitudes, and all contacts came back as bad impedance. It was noted that they had to re-open the pocket and replace the battery as the lead had never set in the header and had pulled out of the battery. It was noted that the issue was resolved after replacing the battery. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, as a further clarification of all contacts came back as bad impedances, they were using the smart programmer and they were all ¿yellowed out¿, so the impedance check was re-run multiple times. They did not check each individual contact. Regarding the lead pulled out of the battery, the representative stated that it was assumed it happened while in the patient. The cause of the lead never setting into the header was no determined but it seemed like the set screw did not reach the lead. There were no further complications reported or anticipated.